Event description:
There were two anchors. They were both under the same lot number. The first anchor, the tip broke off in the bone and he was unable to retrieve the tip from the bone and the second anchor, had the exact same thing happen utilizing a second hole. When the tip broke off he drilled a pilot hole (#3) in the bone and placed the second anchor into the hole. Third hole was prepared with a 2.5 mm drill when second anchor (what was remaining) was placed into the hole and was inserted.

Manufacturer narrative:
One of the failed anchors was returned and it was observed the tip appears to have been sheared off under torsional load. The failure mode is consistent with an issue observed in a recent CAPA and is due to missing critical dimensions on the anchor drawing. The critical dimensions have been added to the print per eco (B)(4).